Event description:
A physician assistant reported a hakim valve (ID 823111) was implanted on (B)(6) 2017. On (B)(6) 2024, the patient visited a physician, complaining of headaches. The patient fell down the stairs prior to the shunt issue, but it was unclear whether he hit his head. An x-ray shunt, series and computed tomography (CT) scan were ordered to assess the condition of the shunt. Based on the scans, it was found that the hakim valve was broken. Its spiral staircase was no longer attached to the valve mechanism and was floating in the reservoir of the valve. The shunt lost tension on the spring that regulates the flow of cerebrospinal fluid (csf). Therefore, the valve was removed and replaced on (B)(6) 2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823111) was returned for evaluation. Device history record (DHR) - the product code 82-3110 with lot crfb51, sn: (B)(6) conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the mechanism valve and the stator were dislodged. It was not possible to test the valve as the stator was dislodged. The valve was dismantled and was examined under microscope at appropriate magnification: bump marks were noted in the valve casing, and corrosion was noted on the stator. Root cause analysis - the root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation and the damaged cam mechanism is due to the valve receiving a hard knock. The root cause for the corrosion noted on the stator; the corrosion could not be clearly determined.